Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the they received the open book image with red x on the pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to electrical board. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests or verify critical pump error (open book image) due to the blank display.